Manufacturer narrative:
A ge rep evaluated the system and re-seated circuit boards inside the computer. System operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.